Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system presented to the emergency room after having received a shock. The patient was admitted and during device data review, it was confirmed that the patient had received three inappropriate shocks on separate occasions. It was determined that all three shocks were delivered due to over-sensed myopotential noise and variable, small amplitude measurements in the secondary sensing vector. Diagnostic imaging was performed and no abnormalities were seen in the s-ICD system placement. Provocative maneuvers were also performed and it was determined that the primary sensing vector was most appropriate. The s-ICD system was reprogrammed to the primary sensing vector and the patient was subsequently discharged. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.